Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On b)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. During implant, the physician observed an unspecified deformation. The device was removed and replaced with an 18mm amplatzer pfo occluder (lot number: 5008408). No patient consequences were reported.

Manufacturer narrative:
An event of device deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, two photos and a video were received for analysis. Based solely on the aforementioned photos and video, the proximal disc of the device did appear to deploy deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. During implant, the physician observed an unspecified deformation. The device was removed and replaced with an 18mm amplatzer pfo occluder (lot number: 5008408). No patient consequences were reported.